Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to dizziness. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on october 09, 2023, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Additional information was received about the alleged headache, nausea, vomiting. In box e initial reporter details was updated in this report. In box h patient outcome code grid was updated in this report.